Event description:
Consumer reported via email that she is a user of regular absorbency tampons and after use of a douche, a piece of tampon pledget came out of her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
A review of sample photos showed what appeared as red-stained, fully saturated (wet) tampon pledget material that appeared as elongated (unraveled). No physical samples were received. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.